Manufacturer narrative:
E1 - initial reporter phone:(B)(6). B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue ¿the sent has not seen¿ was confirmed. The cause was a damaged downstream occlusion (dso) sensor, or the customer was disassembling the pump and was resolved by replacing the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the set has not seen¿; during device evaluation it was found there was a damaged downstream occlusion (dso) sensor. Patient involvement was unknown.